Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that they could not pair the insulin pump with the meter. They were assisted with paring the devices together. The meter was successfully connected and it was found that the customer's blood glucose level was 419 mg/dl. The blood glucose level was treated with a bolus. They declined troubleshooting the high blood glucose. The device will not be returned for analysis.